Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 106 mg/dl on active meter 1, 195 mg/dl on active meter 2 within 10 minutes. The customer used the same vial of strips in both meters. No adverse event alleged. Strips are not available for return